Manufacturer narrative:
Literature citation: toshiaki kotani, shunji kishida, konomi miyazaki, hiromi kimura, hiroshi mikami, hiromi akiyama, ryo suzuki, naomi aoki, yu sonoda, takumi ishida, kazumi ito, takayuki fujii, "our challenge to community healthcare coordination through osteoporosis liaison service." Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that refracture rate of 34 patients who underwent balloon kyphoplasty (bkp) and was followed up for more than six months with weekly dose of 'pth' was 14.7 %, which is relatively lower comparing to the previous study.